Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the jet tube and adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, the adhesion/clogging of foreign material in the auxiliary water channel and on the bending section cover adhesive was confirmed, but the material could not be identified. Although it was infrequent, simethicone was used for the biopsy channel at the facility. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from the bending section cover, biopsy channel and air/water channel; however, a definitive root cause could not be confirmed. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection". -preventive measure: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.